Event description:
In late 2008, the pt reported that four days later, while attempting to change the insulin cartridge, the piston rod would not retract to the 315 unit point and the infusion device was making a "humming, clicking" noise. He was not able to prime the infusion set and the infusion device displayed e7 (electronic) error. He switched to his backup infusion device. On original date, the pt inserted a new battery into the infusion device he did not hear the "humming, clicking" noise, but he was not able to prime the infusion set and the piston rod would not extend. He stated that 1.5-2 weeks ago he spilled insulin in the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.